Manufacturer narrative:
A design change was made to the ground strap in february 2018 to provide more strap flexibility.

Event description:
It was reported that a patient complained of a shock on the top of her breast during her mammogram. The patient was examined and there were no visible injuries and no medical intervention was required. The customer noted no issues except for the one patient. A field engineer was dispatched to the site and found that all ground wires were well seated and resistance measurements to ground at all exposed metal points were less than an ohm with the exception of the paddle shift assembly which measured 660 ohms. Measured all exposed metal to ground voltages and the highest readings were: 0.004vdc and 4.6 millivolts ac. All voltage measurements from nonconductive surfaces (paddles and breast tray) were zero. A broken ground wire was found inside the gantry and was replaced. As a precaution the external compression device, external compression device covers, large and small compression paddles, and the breast tray cover were also replaced. The field engineer followed up with the customer on (B)(6) 2019 and no further incidents were reported. The system is working as intended.